Event description:
Caller reported a malfunction on the pump, with malfunction code 16. There was no reported adverse impact to the customer¿s blood glucose level. The customer reverted to an alternate method of insulin therapy.